Manufacturer narrative:
The product was returned and there was insufficient information to determine cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that as the system was receiving the exam, it blinks repeatedly. User selected the patient and when he viewed the exams each exam contained a different variation of slices but not the complete exam. The slices were broken out as different exams. He confirmed this occurred on two different patients. User also confirmed the exams displayed correctly in cranial 2.2.7. There was no patient present.